Manufacturer narrative:
Product analysis: analysis confirmed programmer would not update software, a software update error appeared ¿ reconfigured hard drive and reloaded and updated software. It was also noted that an area of the overlay screen was unresponsive with stylus. Replaced bezel overlay assembly and calibrated stylus. The power cord was missing and was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was having issues with installing software on the programmer. Through troubleshooting it was confirmed that the wrong universal serial bus (usb) media was being used. It was advised to attempt the update via the software distribution network (sdn). It was further reported that the programmer generated multiple errors while attempting to be updated via both the software distribution network (sdn) and software universal serial bus (usb). It was speculated that the programmer was not at the required operating system version to complete the update so guidance was provided to rectify this to resolve the issue. The programmer was returned for service and programmer and subsequently tested out of specification during manufacturer's analysis.